Event description:
It was reported that during use of the injector luer lock n35c multipack there was an issue with leakage. Saline leaked from around the connection of ex-tube and n35. The following information was provided by the initial reporter, translated from japanese to english: hcp gave chemotherapy then gave saline to the patient. Saline leaked from around the connection of ex-tube and n35.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-14. H.6. Investigation summary one sample and multiple photos were provided to our quality team for investigation. The product was visually inspected, no damage defects were observed that could have contributed to the reported incident. Pressurization testing was conducted and verified the proper air tightness of the product. The rubber stopper of the infusion bag was evaluated and found multiple enlarged holes. Functional tests were performed, water was injected into an infusion bag and the product was attached, no leaks were identified between any of the connections. The product undergoes testing and inspections throughput the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a complaint history review could not be performed. Based on our investigation, given that we were not able to replicate the reported incident and no leakages were observed, we cannot identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the injector luer lock n35c multipack there was an issue with leakage. Saline leaked from around the connection of ex-tube and n35. The following information was provided by the initial reporter, translated from (b))(6) to english: hcp gave chemotherapy then gave saline to the patient. Saline leaked from around the connection of ex-tube and n35.